Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump did not deliver the full amount. The pump was set to deliver 1150 mg over 20 minutes. At the end of the 20 minutes, it had only delivered 350 mg. ?no adverse patient effects were reported by the customer".

Manufacturer narrative:
Other, other text: device evaluation: tamper seals are both intact. Non-OEM battery identified. Cracked top case corners, bottom case and right plunger case. Infusion start time was 19:36:33 and infusion stopped at 19:56:35 and delivered a volume of 11.5 ml. The infusion ran for exactly 20 minutes as programmed by the user. Checked that all sensors were within calibration. Cannot duplicate or confirm under delivery issue. Accuracy test results were within spec. And all pump sensors were within spec. No problem was found. According to the history log, the pump delivered 11.5 ml over 20 minutes at a rate of 34.5 ml/hr as programmed by the user. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.